Event description:
It was reported that there were high impedances on the right side of the dbs system during intra-operative implantation. They attempted to reconnect and re-align the lead and extension within the extension connector junction. They did troubleshooting and determined that the extension connector was not aligning correctly with the lead at the connection junction resulting in out of range high impedances. They replaced the extension and reconnected the lead and extension to the ins.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 10-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.